Manufacturer narrative:
Patient information updated within the patient grid.

Event description:
No additional information.

Manufacturer narrative:
Character limit is exceeded: address: (B)(6).a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle pierced the catheter during insertion. The following information was provided by the initial reporter, translated from french to english: the needle pierces the cannula, preventing the catheter from being inserted. This problem has occurred on several occasions,with one child having to be pricked several times.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received 3 unsealed 24ga x 0.56in. Insyte-n autoguard units from lot number 3116885. Additionally, one photo was provided. The photo displays the needle piercing through the catheter. There also appears to be media in the provided photo indicating that this occurred during use. Further visual inspection was performed on the physical samples. Only two catheters were provided, and they were leak tested. Both units failed the leak test and were microscopically analyzed. One of the catheters appeared to have media and there was a hole in the catheter tubing. The other catheter had a v shape cut on the tubing which reassembles a needle spear through defect. Your reported issue was confirmed. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. A device history record review could not be performed as the lot number is unknown.